Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified unspecified vein. A 4.0mmx40mmx80cm sterling¿ balloon catheter was used for dilation. During the first inflation, the balloon ruptured at 12 atmospheres after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.